Event description:
It was reported that the patient was not feeling stimulation unless she was lying down. The reporter stated that the patient noticed the change the week before the report. It was reported that the patient could feel the stimulation in her hands but now she was feeling pain. The reporter stated that when the patient lay down and hit a certain position her arm flew up in the air. It was noted that the patient had lost 45 pounds over the past six months. It was reported that the patient's doctor was not aware of the issue. The patient could not make changes to her settings because she lost her patient programmer. The patient was going to contact her doctor. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 74002, lot# n245470, implanted: (B)(6) 2011. Product type: adapter: product ID 3887-28, lot# l66903, implanted: (B)(6) 2001. Product type: lead: product ID 3887-28 , lot# j0012682v, implanted: (B)(6) 2000. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the event was attributed to the lead. High impedances were measured. No hospitalization was reported.